Manufacturer narrative:
No evaluation possible at this time. The patient elected to keep the explanted arsenal set screws. The identifying lot number has not been provided and is unknown. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During revision surgery for an unrelated issue (patient condition, construct extension) the surgeon thought two arsenal set screws within the original construct felt loose. Although the construct had performed as intended and healing/fusion had occurred, the surgeon elected to remove and replace the set screws located at the l5 & s1. The sales rep also indicated that during the revision a gray sediment surrounding the polyaxial and set screws was observed. This discoloring of the tissue is thought to be a form of metallosis. The arsenal fixation system was implanted approximately one year prior to the revision surgery date of (B)(6) 2017.

Manufacturer narrative:
There were a total of four (4) arsenal set screws returned for evaluation. All four (4) are the same product part number/description but contain two (2) unique identifying lot numbers. Lot 7919703 (2 piece) manufactured on 12/20/2016; lot sm63106 (2 pieces) manufactured on 1/21/2016. The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
Upon receipt of the explanted product, the pedicle screws, set screws and rod from the patient's right side were identified by level, but only the pedicle screws and rod were identified from the patient's left side by level so it is not clear which set screw originated from left s1. Evaluation of the product revealed the following notable observations: witness marks on the 30° surface of the polyaxial screws explanted from the patient's right side, deformation along the distal surface perimeter with what appears to be the start of a "starburst" pattern on one left set screw and deformation along the distal surface perimeter both right set screws. Based on these observations, it is assumed that the notable patterns found on one of the left set screws is the set screw identified by the surgeon as the loose left s1 set screw. The witness marks noted on the right polyaxial screws are indicative of a binding condition between the set screw and the mating polyaxial screw. It is possible to replicate this binding condition when the set screw is final tightened on a rod that is not fully normalized in the polyaxial screw. The binding condition leads to insufficient transfer of torque to the axial clamping force on the rod which may result in set screw loosening (and eventual set screw back-out); however, both revision surgeries reported loose set screws originating from the patient's left side. Furthermore, in cases where set screw loosening and/or back-out has occurred, the corresponding set screw typically exhibits a starburst pattern which is not present on the returned right set screws. There is evidence of starburst pattern initiation along the distal perimeter of what is assumed to be the reported loose left s1 set screw. Additionally, three of the four set screws, including the set screw assumed to be left s1, feature deformation along the distal surface perimeter which is indicative of final tightening a set screw on a rod which is either not fully normalized or is curved within the polyaxial screw. This condition can lead to uneven final tightening on the construct and/or may contribute to the binding condition as described previously. While the returned explanted product does present wear patterns typically found on constructs with set screw back-out, the wear patterns appear to originate from pedicle screws and set screws on opposing sides of the construct. This may be a result of the underlying patient conditions or the transfer of the loads through the 1 level l5-s1 construct. Regardless of these observations, the complaint information indicates that the arsenal system performed as intended until fusion occurred.

Manufacturer narrative:
On 5/8/2017 - additional information provided by the sales rep. During an additional revision surgery for an unrelated issue, the arsenal set screw located at the left s1 was found to be loose. The arsenal construct consisting of four (4) set screws, two (2) rods and four (4) polyaxial screws were removed from the patient.